Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display, frozen screen or button error alarm noted. Unit time/clock moved. However, unit had unresponsive all buttons due to moisture damage electronic assembly. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 144 mg/dl at the time of incident. Customer stated that the insulin pump buttons would not work. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump would not turn on when the esc and act buttons were being pressed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.